Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred while being in an active sensor session. At the time of the event the patient was hospitalized because ¿they were constantly crashing¿. The day of the event the patient was resting when he suddenly felt disoriented, confused, and dizzy. The reading was ¿below 50 mg/dl¿, ¿below 40 mg/dl¿, and ¿38 mg/dl¿. It was not specifically reported if this was the cgm or a blood glucose reading, but dexcom's labeling indicates that the cgm device cannot read lower than 40 mg/dl. There was no specific information reported about what the cgm device was displaying at that moment. The patient was brought to the hospital by their son. The reporter did not know if any treatment for diabetes was given, but the patient was given medication for hypertension and gabapentin for anxiety. The patient was discharged after 4 days. The reporter was unable to state if any comparisons between the cgm reading and fingerstick were made. No further clarification of how a possible cgm malfunction would have contributed to the event was reported. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
The wearable was inserted into the arm on (B)(6) 2025.

Manufacturer narrative:
(B)(4).